Manufacturer narrative:
Product event summary: analysis confirmed at incoming inspection that there was no power to the programmer and attributed it to the power supply being broken. Analysis further noted that the handle was missing, the media bay door was broken, the rail keyboard cover sliding was broken, the upper bullet was missing, the electrocardiogram (ECG) connector terminal was broken (loose), the surface from the touch screen was damaged causing the touch screen to not respond properly and software errors were found in the update history. Because of a lack of available parts for repair the programmer was to be scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer generated an error code. The programmer is not expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned for service and that the initial complaint was that it would not power up. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.